Manufacturer narrative:
Age at time of event: 18 years or older. Device evaluated by manufacturer: visual and tactile inspection was performed and found the spring tip unraveled, kinks along the wire and the corewire fractured 328.5cm approx. From proximal end. All the outer diameter that could be measured are within the specifications. The portion fractured was sent to the mtac lab for analysis. As per mac lab results the failure occurred due to a torsion overload. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Reportable based on the product analysis completed on july 12, 2012. It was reported that during rotational atherectomy procedure, resistance occurred and the burr stuck on the wire. The 75% stenosed target lesion was located in the moderately tortuous, mid left anterior descending (lad) artery with a diameter of 2.5mm. The physician advanced a rotalink burr over a 330cm rotawire guidewire. During advancement of the burr over the wire strong resistance was felt, the burr got stuck on the guidewire. Both devices were removed as a single unit. The procedure was completed with another of the same device. No patient complications were reported and the patient status is good. However, the returned product analysis revealed that the guidewire fractured.

Event description:
Reportable based on the product analysis completed on (B)(6), 2012. It was reported that during rotational atherectomy procedure, resistance occurred and the burr stuck on the wire. The 75% stenosed target lesion was located in the moderately tortuous, mid left anterior descending (lad) artery with a diameter of 2.5mm. The physician advanced a rotalink burr over a 330cm rotawire guidewire. During advancement of the burr over the wire strong resistance was felt, the burr got stuck on the guidewire. Both devices were removed as a single unit. The procedure was completed with another of the same device. No patient complications were reported and the patient status is good. However, the returned product analysis revealed that the guidewire fractured.